Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient was taken to the hospital by emergency services due to pacing failure with syncope. The right ventricular (rv) lead had high pacing impedance, noise and oversensing while the arm was raised as well as during pocket manipulation, pacing failure at maximum output, and a fracture. The device was reprogrammed and a temporary external device was used. The rv lead was subsequently explanted and replaced. It was further reported that during the procedure, the patient experienced a pneumothorax. The physician also noted that the device was dented and felt that the dent could have caused the pacing failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal and proximal conductors of the lead developed fractures due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.